Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Received additional information on this event from local counsel. (B)(4) is also named in this litigation and three (B)(4) representatives were present for this procedure. In speaking with ees representative, it is his understanding that the surgeon only utilizes (B)(4) staplers and does not utilize ees devices. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
Received notice of litigation involving a ¿revision laparoscopic gastric bypass¿. Pleading alleges that ¿during surgery, the metal tip of an ethicon stapling device, with a plastic trocar attached, was left inside and enclosed in patient¿. Pleading further alleges this caused ¿serious and disabling injuries¿ to patient.